Manufacturer narrative:
The associated complaint devices were not returned. The medical investigation concluded that all documents and images provided as of this date have been reviewed and consider and unless noted do not contribute to the clinical investigation. The impact to this patient has been multiple interventions and surgeries with debility and recovery pain. The clinical information provided, of the ¿osteolytic/metallosis and synovial reaction¿ may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. The root cause of the dislocations cannot be concluded based on the information provided. Without the actual product involved and/or device information, our investigation cannot proceed. If the devices or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision surgery was performed due to posterior dislocation. The implants pinnacle altrx polyethylene acetabular liner +4 lateralized 10- degree angled, biolox delta ceramic femoral head +12x36mm were removed and replaced with depuy pinnacle gvf constrained acetabular liner +4 lateralized neutral, 40mm x 64mm, biolox delta ts ceramic femoral head 40mm x +5.5.